Event description:
Upon receipt of the device, our foreign consignee reported the roller pump display was inoperative. The heart lung console was being used as a demo unit only. Since the event took place upon receipt of the device and the heart lung console was not in clinical use, there was no pt involvement during this event.